Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the registered nurse (rn) attempted to deflate the balloon in a male patient, and the balloon did not deflate. The rn cut the balloon port trying to get the water out of the balloon, and was unsuccessful. An urologist was called to attempt wire placement to deflate the balloon, however that too was unsuccessful. The urologist had to palpate the balloon by way of the patients scrotum, then used a small butterfly needle to rupture the balloon, which was successful. The indwelling urinary catheter was removed. The patient had to have a catheter replaced as the urologist was concerned for swelling or inflammation within the urethra.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the registered nurse (rn) attempted to deflate the balloon in a male patient, and the balloon did not deflate. The rn cut the balloon port trying to get the water out of the balloon, and was unsuccessful. An urologist was called to attempt wire placement to deflate the balloon, however that too was unsuccessful. The urologist had to palpate the balloon by way of the patients scrotum, then used a small butterfly needle to rupture the balloon, which was successful. The indwelling urinary catheter was removed. The patient had to have a catheter replaced as the urologist was concerned for swelling or inflammation within the urethra.